Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was found detached/fragmented at the joint before use. As reported, the device did not make contact with the patient; therefore, this device problem did not cause or contribute to patient harm.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Correction: b5: after further review of the record, it was determined that it should be noted another device was used to complete the procedure. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification of the returned device were conducted during the investigation. Customer returned one rups-100 set. The kcfw sheath and the trt catheter and introducer were both returned opened, however the rest were returned unopened. There is biomatter on the trocar. There does not appear to be any surface damage. The white cap of the trocar can be removed and there appears to be adhesive on the threads. The tip of the black catheter is slightly out of round. Other than that, no damage. The flare has been clearly pulled out of the cap. The flare end appeared narrow and barely flared. Also, it was determined that the o.d. Of the black trt catheter and the i.d. Of the connector cap were within specification. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Instructions for use (IFU) states: ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, the examination of the returned product, and the results of our investigation, the possible root cause was determined to be manufacturing related due to the minimal flaring presence within the catheter tubing. Appropriate measures have been initiated to address this flaring issue. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.